Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated that they went to the emergency room with blood glucose of 47 mg/dl and was 282 mg/dl at the time of the call. The customer removed the pump while at the hospital and received a button error when trying to start up the pump. Troubleshooting found that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response and button error alarm due to corroded keypad traces. However, the keypad traces were cleaned and used a test keypad overlay with keypad dome switches and the pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a broken belt clip slot, a stained end cap sticker and minor scratches on the lcd window.